Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy procedure, the stapling devices were being used for the division of the parenchyma. The stapler was able to fire but there was poor staple formation. The staples did not close. The staple line was incomplete at the distal end. Heard a crack with the stapling handle that was used and replaced with another. After the first firing with the reload, tried to solve it with a different reload without success. The second manual stapling handle was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The blade of the second reload is also visible. In order to resolve the issue and complete the case, initially used sutures and then used another manufacturer's stapling device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The knife bar was herniated from the side of the reload. The h-limiters were present within the device. Due to the condition of the reload functional testing could not be performed. A review of the device history record (DHR) could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. However, the investigation detected a secondary condition of broken blow out plate that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.